Event description:
Radiometer safe pico arterial blood gas sampling kit found to clot after flash of blood. Patient sample was obtained after fourth attempt. When evaluating the cause, the respiratory therapist found that on the packaging, two different font sizes and types were noted; however, both had the same kit number, lot number and expiration date. The rt reported that the kit with smaller font would clot upon flash and small sample of blood into the syringe. Upon removal from the patient, the plunger was moved back and forth with clots expelled from the syringe. Originally, the kit with smaller font was the item found to clot x 3 different syringes and the kit with the larger font worked. However, upon discussion with rt staff, the opposite happened to a different rt (patient unknown). Given the concern, all abg kits with that lot number and expiration date were pulled from service and replaced by the radiometer rep.